Event description:
It was reported the device failed calibration during testing. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found it missing a tamper seal. There was evidence of the error recorded in the event history log. The reported problem was not duplicated during testing. The device had no issues with calibration. Device calibrated successfully. The investigation found multiple high alarm displayed: downstream occlusion in the event log and recommended replacing the downstream occlusion sensor as preventative measure and to appease customers concern. No fault was found with the device. The root cause was undetermined. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.